Event description:
Boston scientific crm received information that while using electrocautery, the physician noted several runs of ventricular tachycardia (vt). Boston scientific technical services (ts) advised the physician that magnet usage was fine and would create asynchronous pacing at 100 ppm. Ts also stated that once the magnet is removed, the device will return to normal operation. The physician was uncertain if the vt was coming from the device, but stated that they were seeing some pacing spikes. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated.